Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2012. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol kugel hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2012. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol kugel hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of kugel patch. Per operative notes, ¿an incision was made into the peritoneal cavity. The hernia sac was dissected out. A kugel patch was placed into the ventral region and closed the defect with sutures.¿ (B)(6) 2015 ¿ patient was diagnosed with incarcerated incisional hernia, pain, thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿an incision was made directly through the old scar. The hernia sac was dissected out. A synthetic mesh was placed into the defect and closed the defect with sutures.¿ (B)(6) 2018 - patient was diagnosed with recurrent incisional ventral hernia, thereby underwent open repair with explant of kugel patch and synthetic mesh and primary hernia repair. Per operative notes, ¿an incision was made over the hernia site. The hernia sac was dissected out. Previously placed kugel patch and synthetic mesh had migrated and folded up. Both old meshes were taken down sharply. The defect was closed with sutures primarily.¿